Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection is listed in the instructions for use (IFU) and product risk assessment as a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. However, in this case, a conclusive root cause for the reported event and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported a dissection occurred during a procedure with the xience v. Another xience v was implanted to treat the dissection. No add'l event or pt info is available.